Event description:
It was reported that a patient's caregiver observed the patient's neck incision to be oozing and part of the device was visible through the skin. It was stated that the patient was a picker. Medical evaluation determined that the incision was not infected. Follow-up with the surgeon confirmed that a portion of the device (lead tie-down) was visible through the incision oozing/opening and the surgeon attributed the incision oozing/opening to the patient picking at the incision site. The physician performed a surgical debridement and incision closure. No additional intervention is planned at this time.

Manufacturer narrative:
Corrected data: the patient's age at the time of event should have been entered as (B)(6) years and date of birth should have been entered as (B)(6).